Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was missing the roller clamp on the extension tubing, possibly leading to leak. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: DHR review: all relevant samples and challenges were performed per specification and in accordance with the in-process sampling plan on this batch. Qn database review: not required for level a investigation. Sample analysis: it was observed that the returned unit showed evidence of patient residue and was missing the pinch clamp. No other anomalies were noted during the visual examination. The customer's experience was confirmed. Investigation conclusion: the pinch clamp is threaded onto the extension tubing in zone 7 and passes through a sensor that detects for pinch clamp presence. Downstream in the process, the fully assembled device is 100% inspected by a vision system for missing components, including missing pinch clamp. The system is challenged on a regular basis to ensure proper functioning. It is unknown how a device without the pinch clamp was packaged and loaded into the dispenser box to be sent to customers. Root cause is indeterminate.